Manufacturer narrative:
The fsr arrived at the account and downloaded logs. Testing was completed including safety connection testing. The unit operated to the manufacturer's specifications. Per data log analysis: (B)(6) 2022 06:07:23 perfusion screen opened. 07:21:24 centrifugal pump started and ran. 07:55:35 air detection turned on for arterial (art) air. 08:35:01 level detection turned on. 08:35:05 air detected alarm stopping arterial pump as configured. 08:35:47 air detected alarm cleared. 08:35:54 arterial pump started and ran. 08:36:02 arterial speed set to 1398 rpm. 09:24:20 low level alert (message only response). 09:24:20 arterial pump stopped using central control monitor (ccm). 09:24:27 arterial pump started using local control speed set to 1464. 09:24:41 low level alert. 09:27:51 arterial speed set to 1386 rpm. 09:42:42 arterial speed set to 1404 rpm. 09:46:30 arterial speed set to 1434 rpm. 09:51:27 backflow alarms. 09:54:31 arterial speed set to 1512 rpm. 09:59:22 arterial speed set to 1530 rpm. 10:05:11 arterial speed set to 2112 rpm. 10:07:51 arterial speed set to 1182 rpm. 10:07:51 backflow alarm. 10:08:00 arterial stopped (speed set to 0 or local stop pressed). 10:08:01 backflow alarm. 10:08:09 arterial pump started and ran. 10:09:52 arterial speed set to 2142 rpm. 10:11:39 arterial speed reduced to 1476 rpm and increased to 2358 rpm. Small speed changes made to the arterial pump. 11:48:21 arterial speed is reduced to 1212 rpm and increased to 2160 rpm. 12:04:25 arterial speed is reduced to 1212 rpm and increased to 1974 rpm. 12:12:02 arterial speed set to 1572 rpm. 12:13:24 arterial speed set to 1470 rpm. 12:15:27 arterial speed set to 1614 rpm. 12:28:31 arterial speed reduced to 0 stopping the pump. 12:29:32 arterial pump started and ran. 12:31:39 arterial speed et to 1404 rpm. 12:31:56 arterial stopped. 12:32:02 arterial started and ran. 12:38:24 arterial stopped (local control). 12:38:47 arterial started and ran. 12:40:46 arterial stopped. 12:49:56 perfusion screen exited. The log confirms the arterial pump stopped, but it appears the stop button was pressed on the ccm. The other stop appears the arterial speed was reduced below coast, then either reduced to 0 rpm or the stop button was pressed on the local control.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the centrifugal control unit (ccu) had multiple back flow alarms and then stopped at the beginning of bypass. Approximately one liter of blood was drained from the patient to the reservoir. Flow was regained and there were no additional issues. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2022, the team experienced a problem with their heart lung machine (hlm) while on cpb. According to the complaint, there were multiple backflow alarms and a ccu stop at the beginning of bypass, with approximately one liter of blood draining from the patient to the venous reservoir. Eventually, flow was regained and there was no further issues. The surgery was completed successfully and there was no blood loss, no delay, and no change out. The manufacturer's clinical specialist spoke with the perfusionist and she explained more detail about the sequence of events that had occurred. According to her explanation, and consistent with the log review, all of the backflow alarms were appropriate in that the pump revolutions per minute (rpm) was too low for forward flow, and the ccu shutting off was most likely due to the perfusionist turning the rpms to 0. She said that she actually had to step in and enable the ccu and achieve forward flow during this event. She agreed that there was likely no malfunction of equipment and that this was a case of user error, but that she called in the field service representative (fsr) to confirm equipment function as the clinician was insisting there was a malfunction.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.